Manufacturer narrative:
The exact date of the event is unknown. The provided event date(B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 4 to 5 years ago. Model number/catalog number: sc-2316-70, serial number: (B)(4), batch/lot number: 16692623/16908055/16908055, model/catalog description: infinion 16 lead kit 70 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.